Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: all basal rates were delivered per the user¿s personal profile. No settings changes were made. Based on the data outlined in the history logs, the assignable root cause for this event could not be determined. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer passed away. Cause of death was reported as hypoglycemia secondary to respiratory infection and underlying diabetes. Other contributing conditions included graves disease, ulcerative colitis, prostate cancer and depression. A root cause investigation will be conducted once the insulin pump is returned.